Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had under delivery. The customer's blood glucose levels was 246 mg/dl at the time of the incident and the current blood glucose levels was 224 mg/dl. The customer stated that pump was not delivery bolus correctly and blood glucose level was 126 mg/dl. The customer stated that the insulin was not being delivered as it should when the correction was programmed. The customer was advised to monitor blood glucose levels. The insulin pump will be returned for analysis.